Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, a healicoil regenesorb anchor was placed, and when making a double row, the healicoil knotless anchor 5.0 mm was passed and a tape and ultrabraids were mounted, then, when lowering the implant with the threads to the articulation, the tip of the anchor split. Pieces were removed from the joint. Non-significant delay was reported, and the procedure was finished with a competitor device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor is off the insertion device and broken off at its internal threads. The lower internal threads are still inside the device. The distal plug is on the insertion device. The proximal anchor is on the device with no visible defects. A functional evaluation was performed on the returned device and found that both deployment knobs move forward and backward as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.